Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The tip, balloon, markerbands, bonds, and inner shaft were microscopically and visually examined. The balloon was loosely folded. There was a kink at the exit notch and the distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a circumferential tear 3mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-feb-2017 it was reported that an unspecified issue occurred with a .75mm x 15mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient's status as stable. However, returned device analysis revealed balloon torn circumferentially.